Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 357 mg/dl to begin and then their blood glucose had risen to 411 mg/dl and 450 mg/dl at time of incident. Customer stated that they were scared to bolus. Customer stated that the insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer stated that they were not on auto mode feature. Customer stated that they were delivered a bolus and will calibrate when their blood glucose would below 300 mg/dl. Customer declined to troubleshooting for high blood glucose. The devices will not be returned for analysis.